Event description:
During a cto procedure in the sfa, the physician successfully re-entered the tru-lumen of the target vessel using an outback catheter over an asahi grand slam guidewire. Upon attempting to remove the outback over the wire, the physician inadvertently lost position with his wire, and then decided to remove both the wire and outback from the patient. The physician then ran a new, unknown wire to the lesion site, and without re-flushing the outback, ran the outback over this new wire, and again re-entered the tru-lumen. However, this time, he was unable to retract the needle of the outback from the tru-lumen. The physician then decided to take the patient to surgery to bypass the cto and remove the outback device. This was successful in both respects, and the patient suffered no adverse sequelae. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.